Event description:
On january 19, 2007, the customer reported to bsc that during a colonoscopy procedure on a (pt gender & age unk), while trying to remove a polyp, " the wire broke". The loop wire tore inside the pt; however, the physician removed it from the pt. The procedure was completed with another of the same device. The pt did not sustain any complications or ill efffects as a result of this issue.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.